Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump received unexpected restart, a cold reset was performed alarm and a button error alarm. Customer's blood glucose value was 44 mg/dl. Customer stated she was just low and wants to decline troubleshooting. Customer stated that they observed time clock for one minute time advanced. Customer stated they are not able to clear the error. The device will not be returned for analysis.